Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The motor functions properly during the functional test. No unexpected motor noise anomaly noted. However, unable to complete the drive or motor testing and test the motor outside of the unit due to pump preservation. Device had minor scratched display window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information regarding a pump malfunction that may have led to serious injury from the attorney of the customer. The information received on (B)(6) 2019 stated the following - reporter alleges: in or about 2016 the customer began using their current insulin pump. In (B)(6) 2019, the customer was using a medtronic minimed (paradigm pump). On or about the (B)(6) 2019, the customer received emergency medical assistance due to low blood glucose, with blood glucose of 47 mg/dl at the time of the incident. The customer was given intravenous glucose to treat the low. The customer experienced symptoms such as shaking, sweating, mental confusion, and the inability to follow simple commands. The customer was wearing the insulin pump during the incident. The caller stated the pump motor arm was making strange noises and that insulin was being infused in waves and sometimes very quickly. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2019. (B)(4).